Event description:
It was reported that the patient expired. The cause of death was not reported. The physician stated, "cause of death unrelated to implanted system". The medications being delivered via the device system, were bupivicaine, clonidine, morphine sulfate and ziconotide.